Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's partner reported that the infusion set's tubing got detached at the site while they were asleep as they were not sure when the issue occurred. The site location was patient's lower abdomen and the pump location was being switched from one side to another. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to patient's body. No further information available.